Event description:
During remote follow-up, high pacing impedance was observed on the right ventricular (rv) lead. Lead damage was suspected but diagnostic imaging was not performed. The patient was stable and will continue to be monitored; there were no adverse consequences.